Manufacturer narrative:
(B)(4).

Event description:
Pt reported that she has had "numerous problems with the pump and is having pump removed". She was currently considering hcp options. No info was available as regards to adverse events, specific pump issue, and drug(s) infused via the pump. Add'l info has been requested from the physician, but was not available as of the date of this report.